Event description:
It was reported that two bd vacutainer® push button blood collection sets experienced a malfunction when the wingset would not detach from the holder.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for difficulty removing the non-patient end luer adapter with the incident lot was not observed as all product specifications were met. The male and female luer adapters were evaluated and found to detach from each other without issue. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for difficulty removing the non-patient end luer adapter with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that two bd vacutainer® push button blood collection sets experienced a malfunction when the wingset would not detach from the male luer when the needed to access the female luer for syringe draw.

Manufacturer narrative:
Correction: describe event or problem: it was reported that two bd vacutainer® push button blood collection sets experienced a malfunction when the wingset would not detach from the male luer when the needed to access the female luer for syringe draw.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8295923. Medical device expiration date: 2020-10-31. Device manufacture date: 2018-10-22. Medical device lot #: 8298803. Medical device expiration date: 2020-10-31. Device manufacture date: 2018-10-25. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd vacutainer® push button blood collection sets experienced a malfunction when the wingset would not detach from the holder.